Event description:
The user reported the roller pump occlusion knob could not be set. No other details regarding the nature of the event were provided. The user reported there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.